Manufacturer narrative:
Concomitant medical products: 5076 lead implanted: (B)(6) 2015, 4398 lead, implanted: (B)(6)2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a shock for rapid ventricular response (rvr). It was noted the patient experienced syncopal episodes after receiving the shock. The device remains in use. No further patient complications have been reported as a result of this event.